Event description:
Catheter was being inserted into cephalic vein for central placement. Resistance was felt. Clinician stopped inserting and catheter bounced back. It severed and embolized to the lung. A torniquet was applied and the pt was taken to the ER. The embolized piece was subsequently removed under fluoroscopy, in radiology.